Event description:
It was reported that in preparation for an unspecified procedure, product labeling issues were noted. It was reported that the imagerii catheter had a larger diameter than what was stated on the label. There was no contact with the patient. Additional information has been requested however none has been received.